Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on-reset as a result of off-label MRI exposure. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that a patient presented to clinic on (B)(6) 2025 due to a patient notifier. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) was in backup mode. The device was restored back to normal settings. The following week, on (B)(6) 2025, the patient presented to the clinic again for backup mode on the ICD. Both backup modes were electromagnetic interference (emi) related. The device was restored back to normal settings. The patient condition was stable.

Event description:
Additional information received indicates that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable before, during, and after the procedure.

Event description:
Additional information received indicates that there was a recurring issue of backup mode.